Event description:
Physician reported implant rupture. The device remains implanted. This relates to an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Physician reported implant rupture. The device has been explanted. This is for the left side.

Event description:
The device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.5., d.6b., h.6.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken in patch/shell bond edge side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive (shell thickness within specification) additional observations: ¿ observed 40 mm dark patch edge material inside gel device.

Event description:
Physician reported implant rupture. Diagnosed via ultrasound and MRI the device explanted. Left side. No replacement.